Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she wore her insulin pump during an MRI. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device had alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with constant motor error alarms during the rewind due to the motor encoder out of phase. Unable to confirm the motor position encoder error alarm due to the motor error alarms. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.